Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown nail, part and lot numbers are unknown. Event date: 2011. (B)(4). Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Journal article received: failure of fixation of trochanteric femur fractures: clinical recommendations for avoiding z-effect and reverse z-effect type complications; robinson esteves santos pires, egídio oliveira santana júnior, leandro emílio nascimento santos, vincenzo giordano, daniel balbachevsky and fernando baldy dos reis; patient safety in surgery (2011) 5:17; reported: the complications of three patients who underwent implantation of proximal femoral nail for treatment of femoral pertrochanteric fractures. An 80 year old female with a history of ischemic cardiomyopathy, angioplasty and vascular stenting, was implanted with proximal femoral nail (synthes) after she fell and sustained an intertrochanteric fracture of the left femur. After six months, the superior screw had migrated laterally. It was removed after consolidation of the fracture. Radiographic images were included. The authors concluded that careful selection of the correct entry point of the nail and fracture reduction can minimize migration of interlocking head screws. This report is 2 of 2 for (B)(4). This report is for an unknown nail.